Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized twice for hyperglycemia. The first event was on (B)(6) 2011 with blood glucose levels over 600 mg/dl. The second event was on (B)(6) 2011 with a blood glucose reading of 670 mg/dl. Prior to the first event, the customer changed the infusion set due to a motor error alarm. After changing the infusion set, the customer continued to experience elevated blood glucose levels. No details were given regarding the second event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer did get a no delivery alarm just one day prior to the first event. The customer requested a replacement insulin pump. Nothing further was reported.